Manufacturer narrative:
The device involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
On (B)(6) 2017, endologix was informed of a patient who had a sac growth and an irregular graft lumen at bifurcation. A possible type ii was noted. The physician has elected to do a reline as a precaution at a later date. Patient is currenly doing well.

Event description:
Upon clinical final assessment/evaluation, no sac growth or irregular graft lumen was observed. No sac growth, and the irregular graft lumen is still with in normal limits. Since there was no sac growth it rules out the possibility of any leak. No clinical harm and no device failure noted. Complaint will be transferred to product observation.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, no sac growth or irregular graft lumen was observed. The sac growth, and the irregular graft lumen was still within normal limits. Since there was no sac growth it rules out the possibility of any leak. No clinical harm and no device failure noted. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.